Manufacturer narrative:
Weight, ethnicity, and race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -8.50 diopter, was implanted into the patient's left eye (os) on (B)(6) 2022. Within the same surgery, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause reported is unknown.